Event description:
Complainant alleged that a nurse (age unknown) was performing a 200 joule self test during a routine shift check of the device, when the nurse heard "loud popping sound" and "felt electric current through my hands". The nurse received an unintended delivery of energy while the nurses' hands were on the paddles and the nurse depressed the paddle discharge buttons, and the paddles were in the device holding slots. The nurse was evaluated in the hospital's emergency room, where it was determined that the nurse was presenting a slight arrhythmia. The complainant indicated that the nurse is now fine. The complainant also indicated that the device no longer powers on. The complainant indicated that there was no pt involvement in the reported malfunction.